Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's short was not determined. No other actions were taken besides what was reported. It's unknown if the short has been resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during a post-op impedance testing, the lead showed a possible short in contacts 14 and 15. The rep ran the test a second time and still showed the same corresponding number was within the same normal limits as all the other contacts. There were no known factors that may have contributed to this issue. The rep programmed at the two contacts for testing purposes and the patient felt stimulation at similar levels of intensity as the other areas programmed 450 pulse width, rate 50, and intensity 4.2. No actions or interventions were taken at this time, and all programming was normal post op. No further complications were reported. No patient symptoms were reported.